Event description:
It was reported that noise that resulted in over-sensing was observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. The rv lead was capped and replaced to resolve the event.

Manufacturer narrative:
D4: primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.